Manufacturer narrative:
Correction: patient ID not provided due to (b)(60 patient privacy regulations. Patient age and gender inadvertently left off of initial MDR submission.

Manufacturer narrative:
Additional information: patient weight provided.

Manufacturer narrative:
Patient weight not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system became unresponsive when pressing the memory preset button to perform gantry motions for the procedure. The site was able to resolve the reported issue by restarting the imaging system. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.